Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, a cracked reservoir tube window, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cosmetic damage. Customer stated she was gardening and leaned up against the wall and did not realize that she cracked her insulin pump. Troubleshoot was done. Customer blood glucose was 84.60 mg/dl. Customer stated there was a crack on the screen up to the reservoir. Advised the customer the insulin pump would be replaced. No further information provided.